Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements. Troubleshooting found the left ventricular (lv) lead was not fully inserted into the device header. The lead was advanced completely into the device header with pacing impedance measurements within an acceptable range. The implant procedure was successfully completed and this device remains in service. No adverse patient effects were reported.